Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection of the device showed signs of clinical use including debris on the blades. Upon evaluation, the device passed functional testing. The updated investigation results confirm this incident no longer falls within MDR reportability requirements. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the laparoscopic scissors did not cut well. It was replaced with a new device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device has not yet been returned to stryker sustainability solutions for evaluation. Since there was no device returned, inspection has not yet been performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: -the user attempting to cut staples, clips, or non-soft tissue, resulting in a dull blade. The instructions for use (IFU) state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post market surveillance. (B)(4).

Event description:
It was reported that the laparoscopic scissors did not cut well. It was replaced with a new device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.